Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 8 months due to unknown reason. The explanted device was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 8 months due to endocarditis (staph epidermitis). The explanted device was replaced with a 27mm 11500a aortic valve. Per medical records, patient presented with fever and chills for 1 month duration following colonoscopy. Blood cultures were positive for staph epidermitis and tee demonstrated large vegetation on neo-noncoronary cusp of the aortic valve. Vegetations noted to prolapse into the lvot. The aortomitral curtain also appeared thickened. Per pathology, explanted aortic valve was noted to have structural degeneration of valve cusps and superimposed acute infective endocarditis with adherent vegetation, focal necrosis, and gram-positive bacteria. Friable material on two leaflets noted, with the remaining inflow and outflow surfaces appearing pale yellow and smooth.